Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 210mg/dl. Troubleshooting was performed. The device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed rewind, basic occlusion, and displacement tests. The device was received with stuck motor alarm loop during the bolus delivery and an error. However, the motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device was unable to prime during the prime test as a result of a loose drive support disk.